Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a nuerostimulator lumbar radiculopathy and spinal pain. It was reported that the patient was unable to charge their device. The was no communication between the charger and the stimulator. An antenna locator was used and physician mode recharged yielded a normal recharge session. Device was charged to half full and power-on-reset message was cleared with an 8840. No patient symptoms were reported. No further complications were reported as a result of this event.

Event description:
It was previously reported on (B)(6) 2017 that a power on reset (por) was cleared. The por that was cleared was a 0x8 por. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. The rep reported that the cause of not being able to charge the device was do to patient noncompliance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. The rep reported that the cause of not being able to charge the device was do to patient noncompliance.